Event description:
During a procedure, the drill bit broke and a piece lodged in the pt's toe and was not removed. Reportedly, this was the first time the device was used.

Manufacturer narrative:
Device is an instrument and is not implanted. Manufacture date cannot be determined without a lot number. Investigation could not be completed. No conclusion could be drawn as no device was returned and no lot number was provided.